Manufacturer narrative:
Reported event: an event regarding pain and loosening involving a unknown tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: was not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and or x-rays by a clinical consultant indicated: [...] Procedure-related factors: - none evident, may be lack of information. - cup malposition could be possible although still not very likely. Patient-related factors - none evident, may be lack of information. - sclerotic bone structure prior to implantation may be minor factor but certainly not only relevant for failure. Device-related factors: - none evident. Diagnosis: - a clear and certain cause for the failure of tritanium cup fixation with radiolucent line formation at 15-months post implantation cannot be provided as based upon current information. It is quite well possible that the lower degree of biocompatibility of non ha-coated tritanium has played a role in the failure scenario. Additional x-ray information (proper lateral x-rays including early postop films) may improve understanding of the failure mode.[...] -device history review: not performed as the device lot number is unknown. -complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinical consultant concluded: [...] A clear and certain cause for the failure of tritanium cup fixation with radiolucent line formation at 15-months post implantation cannot be provided as based upon current information. It is quite well possible that the lower degree of biocompatibility of non ha-coated tritanium has played a role in the failure scenario. Additional x-ray information (proper lateral x-rays including early postop films) may improve understanding of the failure mode[...] No further investigation for this event is possible at this time. Further information including device details, x-rays and return of device are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
Sales rep reported a left hip revision due to pain and loosening of tritanium cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a left hip revision due to pain and loosening of tritanium cup.